Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician had difficulties in advancing the lead in the introducer, so when the physician removed the lead from the introducer they noticed a discontinuation on the lead body near the coil. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.